Manufacturer narrative:
The lens was returned in liquid, in a specimen cup. Visual inspection found one haptic torn. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to lens was oversized (too big) and the angle was compromised. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: the reporter indicated the lens was explanted due to excessive vaulting, significant reduction of irido-corneal angles and unreactive (fixed) pupil. (B)(4).